Event description:
It was reported that during the priming of a polyflux 170h, the dialyzer head was observed to be broken resulting to the solution leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available for evaluation; however, a photograph of the sample was provided for evaluation. The provided picture only shows the wet product after use with a marked header area. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.